Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed via returned device analysis. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a de novo, bifurcation lesion in the mid left anterior descending (lad) artery with mild tortuosity, heavy calcification and 80% stenosis, two pilot 50 guide wires were advanced without resistance. Multiple pre-dilatations were performed with a non-abbott balloon catheter. Due to the heavy calcification, it was difficult and took a long time to place a 3.0x23 mm non-abbott stent. After removing the two pilot 50 guide wires without resistance, it was noted that the distal portion of one of the pilot 50 guide wires remained in the distal lad. Reportedly, the separated portion of the guide wire embolized into the abdominal portion of the aorta; however, the physician was able to retrieve the separated portion of the guide wire from the patient anatomy using a vascular snare. The final result was fine and the patient is doing well. There was no adverse patient sequelae and there was a clinically significant delay in the procedure. No additional information was provided.